Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt the stimulator was not doing any good anymore. Patient reported he fell 3 times since having implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery was not working. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep) and a healthcare provider (hcp). The hcp reported that they had not seen the patient since (B)(6) 2018. The rep reported that the patient had a loss of therapeutic effect. The rep reported that the patient had no pain when sitting or laying but had ¿significant¿ pain in both legs when walking. The rep reported that the patient had a fall approximately (B)(6) 2018. The rep reported that impedances were all less than 1,500 ohms. The rep reprogrammed the patient to low density settings with individual control over left and right leg. The issue was resolved. No further complications were reported.